Event description:
The patient underwent a liver biopsy. Gel-foam (embocube from merit medical) was injected post procedure to reduce the risk of bleeding. He developed fever, chills rigor, and elevated lactic acid post procedure. He was admitted to the hospital post procedure for observation.